Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 65 months and 34 charging cycles were recorded to the ICD's memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the ventricular as well as the far field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as the far field channel. However, a thorough analysis of the ICD proved the device to be fully functional.

Event description:
Ous MDR - after an implantation period of approx. 65 months ventricular oversensing and reduced r-waves were reported. The lead and ICD were explanted and returned to biotronik for analysis. No adverse patient side effects have been reported. It was reported the event occurred sometime early 2016. When the noise was detected, therapy had been turned off. Patient refused another system. The implant date was not provided for this device.